Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) could not be reviewed as the device serial number is unknown. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a (B)(6)-y-o female patient with a valve model 3000 19mm implanted in the aortic position presented with severe transvalvular regurgitation and moderate perivalvular leak after an implant duration of 4 years and 3 months. The patient had severely impaired lv function (24%) and 1st av block and lbbb. A balloon aortic valvuloplasty (bav) was performed and then an edwards transcatheter valve was implanted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.